Event description:
Using a medtronic's 780g and gen 4 cgm for diabetes control, was at a doctor's office and she asked me to go to a hospital because "something" was wrong. Wife drove me to the (B)(6) medical center in (B)(6). Upon arrival my blood sugar level was tested and I was informed that the test showed a blood sugar level of 43 (seriously low) yet my medtronic system showed my level to be 120. I was treated for low blood sugar until the level was acceptable. I then "crashed" again and blood sugar went to 37, medtronic showed 100. My system is set to stop administering basil injections when my blood sugar levels reach 70 and start up again when blood sugar level reaches 100. The sensor is professed to always be within 20% of a finger stick test. Mine has been within 20% one time in the past 18 months. They have a process where you can manually enter your blood sugar level to recalibrate the sensor. Recalibrate - verb (used with or without object) recalibrated, recalibrating to correct or adjust the gradations or settings on (a measuring instrument, sensor, or other piece of precision equipment). If sensor is showing my blood sugar level is 125 and I perform a finger stick and it shows 72, I enter that data into the insulin pump, within a minute or two the sensor now shows my blood sugar is 110, when in fact it's 72 (outside to 20% variance). Where this becomes a major issue that I know very well because it happens constantly, my sensor will show my level at 87, I don't feel right so I do a finger stick and my blood sugar is actually 67. My system is set to stop basil injections at 70, so it should stop. Instead, the system comes up with some magic number and say my blood sugar level is 83 and continues dispensing insulin into my body causing serious low blood sugar events. I have contacted medtronic about this issue and they tell me I'm wrong, but when a diabetic has a low blood sugar event it can be terminal and medtronic refuses to consider that their system is inaccurate. As a former user of the dexcom g7 sensor (6 years) I could trust my dexcom to within 5 points of actual blood sugar levels, I've had medtronic show my blood sugar levels at 268 when a finger stick showed 102. The 780g system is defective and needs to be corrected before it kills someone.